Event description:
It was reported that a flo-gard infusion pump presented a battery low alarm. It was not specified when in the process this occurred. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, battery test, functional test, and review of event log were performed. The low battery alarm was verified and duplicated in the sample evaluation and event history log review tasks. Visual inspection found the device¿s fuses to be blown which would have resulted in the device not being operational when plugged into a/c power and made the device unable to recharge the batteries resulting in the low battery alarm that was seen. The assignable cause is therefore fuses blown as that resulted in the depleted main battery. The main batteries and fuse were replaced to resolve the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.